Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No software error alarm noted during testing. The insulin pump function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test normal. No unexpected low battery or off no power alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received couple of software error alarms. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the software error alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.